Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Review of the event history log found no evidence to support the device was powering off on its own. The evaluator inadvertently missed evaluating for the reported issue and the pump is no longer in its as received condition so no cause could be identified. The device will be tested to ensure it meets all release specifications prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was powering off on it's own. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.